Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance plus blood collection tubes, gel particles and erroneous results were sporadically observed in the serum of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: b.5: it was reported that when using bd vacutainer® sst¿ ii advance plus blood collection tubes, air bubble were sporadically observed in the serum of an unspecified number of devices. No adverse impact was reported regarding the patient or user. D9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-jan-2026. Investigation summary: bd received 10 samples for investigation. Evaluation of the returned samples indicated that one out of the ten returned samples has bubbles in the gel at its base. Oil gel globules were not observed in the returned samples. Visual inspection of the returned samples for additive abnormalities did not reveal any issues. Additionally, 100 retained samples were visually inspected, and no gel defects or additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles. This complaint has not been confirmed for the indicated failure mode: erroneous results (accuracy), oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance plus blood collection tubes, air bubble were sporadically observed in the serum of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 10 samples for investigation. Evaluation of the returned samples indicated that one out of the ten returned samples have air bubbles in the gel at its base. Oil gel globules were not observed in the returned samples. Visual inspection of the returned samples for additive abnormalities did not reveal any issues. 100 retained samples were visually inspected, and no gel defects or additive abnormalities were found. Complaints for sample quality were not under statistical control for the month of december 2025, additional testing was performed. Factors that may contribute to oil gel globule were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure mode, oil gel globule, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles via return sample analysis. This complaint has not been confirmed for the indicated failure mode: erroneous results (hbsag, hcv, hiv), oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. I our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance plus blood collection tubes, gel particles and erroneous results were sporadically observed in the serum of an unspecified number of devices. No adverse impact was reported regarding the patient or user.